Event description:
It was reported that latest in situ measurement showed 11 electrode channels with status hi. An accident or trauma is not known. It was also reported that the patient recently suffered from pneumonia. Re-implantation was recommended.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely the development of a cholesteatoma which might have induced the observed electrode array migration. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that latest in situ measurement showed 11 electrode channels with status hi. An accident or trauma is not known. It was also reported that the patient recently suffered from pneumonia. Re-implantation was recommended. The patient was re-implanted. As per additional information received, during revision surgery, an external auditory canal (eac) perforation was observed through which a huge cholesteatoma developed from the middle ear. The medial part of the electrode array migrated in the eac through the same perforation, which was a possible explanation for the observed hi impedances. A petrosectomy was conducted to avoid cholesteatoma reoccurrence.